Event description:
On 3/11/24 an ilet user reported that on friday (B)(6) 2024 they experienced a low blood glucose (bg) event. The user reported their cgm glucose fell to 49 mg/dl. The user reported as a result of the low bg they were unable to get out of bed to obtain treatment. The user's wife acquired glucose tablets and orange juice for the user. The user also reported experiencing sweating, dizziness, and weak legs. The user reported they usually pre-treat their low bgs but did not pre-treat in this circumstance. The agent advised the user not to pre-treat low bg and reinforced announcing meals accurately. The agent reported they will contact the user's clinical diabetes specialist to also review the logs and provide any further advice as needed.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting was found to be logged as "high" on (B)(6) 2024 and all cgm alerts were set to "true" (on) on (B)(6) 2024. Body weight was not changed after being input on (B)(6) 2024. Data for the described event date of (B)(6) 2024 was reviewed. The last cartridge and infusion set change operations prior to the review date were on (B)(6) 2024 at 9:13pm. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report and device logs show a "usual" sized dinner announced at 6:40pm. The user's cgm glucose remains in range for 2 hours the meal and then briefly rises above 180 mg/dl for 35 minutes before trending back into range. The peak glucose is 188 mg/dl. The cgm glucose starts to decrease slowly at 9:25pm and reaches 68 mg/dl by 11:05pm. The lowest cgm glucose reading is 49 mg/dl with a total time < 54 mg/dl of 5 minutes. The report shows that the ilet suspended insulin dosing appropriately prior to and throughout the event. It does not resume dosing until the cgm glucose is above 100 mg/dl. No evidence of device malfunction were found in the engineering logs. The ilet appropriately triggered all low glucose alerts and was not seen making requests for insulin throughout the low event. The ilet did not begin to make basal delivery requests again until cgm glucose readings were at least 100mg/dl and not decreasing. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Review of the case notes, ilet report and device logs show that the ilet operated as intended. The likely assignable cause to this event was potentially due to the meal announcement size not aligning with the carbohydrates content consumed, followed by correction insulin dosing and a brief episode of hypoglycemia. The user was provided with re-education around meal announcements.